Event description:
Pt presented with broken secondary recon plate. Surgeon stated, pt had open segment in left body of mandible. No graft was apparently used. Original surgery was several years ago. Revision surgery was done and new stryker left hemi secondary plate was used.